Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The hospital is reportedly holding the recipient's device. If the device is returned, the case will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's positioner was reportedly explanted as well.

Event description:
The recipient is reportedly experiencing device migration and poor performance. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.